Manufacturer narrative:
Received forty-nine new mc33038 smallbore pressure infusion ext sets for inspection. The returned samples were visually examined. No defects or anomalies were found. Although the complaint could not be replicated, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. Corrective and preventative actions are in process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported the device was defective/broken around female luer. The event was ongoing since (B)(6) 2024. The female luer cracked like the others. There was patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.